Event description:
Caller reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).